Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. ' section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support there was an impella stopped/ mc high alarm that self resolved, although the pump never stopped. There was a spike in the motor current. The flows were now saturated. Additionally it was reported of possible thrombus ingestion. The impella was successfully removed due to possible thrombus ingestion. Patient is stable post explant.

Manufacturer narrative:
The investigation of saturated flow, pump stop, thrombus, and optical signal issue has been completed. The pump was not returned for investigation. The data log shows that the pump stop occurred on the 9th day with alarm 13 ¿ pump stop. The pump was able to restart with saturated pump flow. Also, the lvp reading spiked along with the motor current spike and remained high afterward. There was no known pump optical failure trend found during reported left ventricle (lv) signal issue. The pump was explanted within 2 hours after saturated pump flow was reported. Pump stop: the data log alone is not sufficient to determine the cause of the issue, as the pump was used beyond its design life. The cause of the pump stop issue was not determined since product was not returned. Saturated pump flow: the cause of the saturated pump flow issue was not determined since product was not returned. Thrombus: the root cause of the thrombus was unable to be determined due to insufficient clinical details. Optical signal issue: data log review was not sufficient to address the optical signal issue. The cause of the optical signal issue was not determined since product was not returned. Instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ h6 medical device problem code 2917 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30502. H10 instructions for use were incomplete on on the initial manufacturer device report number 1220648-2025-30502.